Event description:
It was reported that the device was used during a laparoscopic gastric sleeve. The 1st firing on the stomach was a black reload. The surgeon fired, which he does at a very slow pace and about 1/4 of the way down, he decided to back out. He pushed the reverse button and opened the device. He wanted to change the reload. On the next firing with a green reload, the device closed fine, but when fired it did not sound the same, as if the motor was bogged down. The device was opened and the outer rows of staples were present, but the inner row was not. The staples were opened, malformed and mangled on the inner row. The square knotch on the reload was "stripped" and the entire reload was pushed out distally. The surgeon completed the area with oversewing. Another device was used to complete the transection of the stomach. The operating room time was extended by an hour, but the patient is doing fine. On what tissue type was the device used? Stomach. At what location on the tissue? Toward the pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The motor sounded bogged down. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Toward the pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Green what other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The motor sounded bogged down. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The analysis results of the device found that it was received in good visual condition and with a ecr60g loaded in the device. Furthermore, the cartridge body, one piece sled and drivers were noted to be damaged. Once the reload was removed from the jaws, the pan was noted lodged inside the channel and slightly bent at proximal. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.